Manufacturer narrative:
Health hazard eval (hhe) was completed.

Event description:
Some connectors of the tigerpaw system ii device were not engaged. The stitches were used to complete the procedure. It was 6 minutes delay. No patient effect.